Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)was an attempted implant due to the patient's high defibrillation thresholds (dfts). The chronic crt-d was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected.